Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient only felt stimulation on the right side and never the left side. The manufacturer representative stated that the patient hadn't charged their device in two years, and the non-compliance with charging may have led or contributed to the issue. The manufacturer representative was unable to do any troubleshooting due to the patient not charging the device; they were unable to stay to perform a power on reset (por). The patient¿s physician wanted to replace the paddle lead to be able to perform mris and wanted to possibly exchange the implantable neurostimulator (ins) due to the inability to charge. Surgical intervention was scheduled for (B)(6) 2018. It was noted that the issue started on (B)(6) 2016 and was not resolved. No further complications were reported or anticipated. Indications for use are spinal pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the stimulation issue and inability to charge the ins was due to patient non-compliance. This information was confirmed by the physician/account. No further complications reported.